Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set detachment events on (B)(6) 2026 and (B)(6) 2026, during which the adhesive patch and cannula housing detached prior to insertion. The patient's blood glucose level was high and was treated with a correction bolus via multiple daily injections (mdi). The patient then replaced the infusion set and successfully resumed insulin deliveries. No further information available.